Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the device recorded two episodes of false ventricular tachycardia (vt) due to noise. The device will be reprog rammed and remains in use. It was further reported that the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device recorded two episodes of false ventricular tachycardia (vt) due to noise. The device will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.